Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Operative notes from the revision surgery indicate aseptic tibial component loosening. The root cause remains unchanged.

Event description:
It is further reported that the patient has been revised.

Manufacturer narrative:
Review of the device history records for the tibial component did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. The reported information states that x-rays showed that one corner of the implant was lifted off the tibia, which could indicate tibial loosening or migration/subsidence. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Updated information received via primary op notes. Primary operative notes indicate good flexion, extension, and good patella stability through range of motion. The root cause remains unchanged.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted w/the correct fit & orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the patient is experiencing pain & knee problems.